Event description:
It was reported that the vns patient was admitted to the hospital on (B)(6) 2014 due to vomiting with magnet mode stimulation. The patient¿s device was tested and diagnostic results showed normal device function at the time. The device¿s magnet output current was programmed lower than normal output current. No known interventions have occurred to date. Attempts for additional relevant information were made but have been unsuccessful to date.

Event description:
Additional information was received stating that the vns patient was not hospitalized for vomiting but for intractable seizures. The patient¿s seizures were not related to vns. The patient had always had a choking and gagging feeling with vns stimulation which had caused the patient to vomit. The patient¿s device settings were decreased and her vomiting and gagging feeling improved. The patient¿s device was tested while hospitalized and diagnostic results showed lead impedance within normal limits. The patient was discharged from the hospital on (B)(4) 2014.

Manufacturer narrative:
.